Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed particulate matter on the inside of the bag on the left side. The particle was consistent with white acrylonitrile butadiene styrene (abs) material with metal additions. Its base color and morphology are consistent with the fill port cap and connector. The brown coloration was determined to be metallic and may have transferred to the abs through contact. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter in an exactamix total parenteral nutrition bag. This was discover prior to use. There was no patient involvement. No additional information is available.